Event description:
Revision surgery performed on (B)(6) 2012 for pt complaint of leg lengths being off. The implants were put in to fix the issue and restore leg lengths. Original surgery was performed on (B)(6) 2012.